Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the u/d angle wire and the r/l angle wire ruptured. Based on the result, we concluded that it was caused, due to the excessive force applied on the u/d angle wire and the r/l angle. In addition, we confirmed, that the insertion flexible tube (ift) coating damage, the u/d pulley wire worn out, and the r/l pulley wire worn out. However, they are not the main cause, and/or irrelevant to the alleged complaint.

Event description:
U/d angle wires ruptured. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.